Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 21 mg/dl with the guide system and 226 mg/dl with a professional device. The healthcare professional treated the patient with dextrose fluid therapy. The patient was already in hospital when the event occurred.